Event description:
It was further reported that the index target lesion was a de-novo lesion with reference vessel diameter of 3.00 mm, a length of 15.0 mm and 100% stenosis was treated with pre-dilatation. Post-dilatation was not performed. Residual stenosis became 0%. Timi flow grade improved from 0 to 3 through the procedure. An s-stent was also deployed in the proximal left anterior descending artery. The patient was discharged with no complications on bayaspirin and plavix. It was unknown whether an autopsy was performed as the event occurred in a different facility.

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient expired. The physician implanted a 3.50x20mm taxus express2 stent in the proximal right coronary artery. In (B)(6) 2012, the patient expired from an unknown cause.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).